Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting far field oversensing on the right atrial (ra) lead that led to inappropriate mode switch. Technical services (ts) reviewed and determined this has been ongoing for over a year. Ts recommended programming changes for this ICD. This device remains in service. No adverse patient effects were reported.